Manufacturer narrative:
Device 1 of 1. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that unknown number of unused wafers in several boxes had moldable starter hole off centered. He tries to throw the off centered wafers away, but sometimes uses them if he does not have any others left. Photographs depicting the issue were received from the end user.